Manufacturer narrative:
(B)(4). A2- age range 60-64. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: unknown persona articular surface. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. This is a limited investigation, as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient underwent a left total knee arthroplasty on an unknown date and subsequently underwent manipulation under anesthesia. Attempts have been made and no further information has been provided.